Manufacturer narrative:
.

Event description:
The customer contacted philips healthcare to report that the device has a low power alarm. There was no reported patient involvement/adverse patient impact.